Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked while drawing up the vaccine. The following information was provided by the initial reporter: "multiple needles from above lot # appear to be airlocked? Unable to withdraw vaccine."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-may-2023. H6: investigation summary: four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with normal flow. The other sample did not expel the solution with normal flow, this needle is clogged. A device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked while drawing up the vaccine. The following information was provided by the initial reporter: "multiple needles from above lot # appear to be airlocked? Unable to withdraw vaccine.".